Manufacturer narrative:
Additional information received on 29 august 2016 and includes: the surgeon reduced the size of the stem as the leg was too long. The patient previously had a spinal fusion which may effected the case. During the primary, the leg length was good. The surgeon re-implanted the same size head and liner. Batch review performed on 15 september 2016. Lot 155654: (B)(4) items manufactured and released on 18 december 2015. Expiration date: 2020-12-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in complaining of instability. The surgeon found that one leg was longer than the other. The surgeon down-sized the stem. The surgery was completed successfully. X-rays and explants are not available.